Manufacturer narrative:
Additional information was received indicating that the over-infusion began approximately (B)(6)2019 and continued for about three (3) months. Per reporter, the issue continued "at least several times a week to daily." It was reported that the amount of over-infusion varied but was approximately 50-100 ml. Per reporter, after switching the "tubing to 0.2 filter high volume tubing (lipids separate)" it is "working fine. " updated: a2, a3.

Event description:
Information was received indicating that a smiths medical unknown pump it was reported to be over infusing. There were no reported adverse events.